Event description:
Report from the us of a patient (pt) with lupus, hypertension and end stage renal disease who was hospitalized with peritonitis and septic shock in 2003 and died 2 days later coincident with dianeal therapy. The pt began peritoneal dialysis 1994 and was receiving dianeal low calcium 4.25% solution and dianeal pd2 2.5% solution at the time of the event. Per the patient's family member who is a nurse, the pt was exceptionally clean and did not reuse disposable tubing. 6 days before, the pt seen in the clinic and the effluent was noted to be clear. The pt had recently gained weight and was instructed to continue one 4.25% dextrose solution bag and two 2.5% dextrose solution bags to remove more fluid. 3 days before, the pt had lost some weight and was feeling good. In the evening, the pt used one 4.25 dextrose solution bag provided by the dialysis center and two 2.5% dextrose solution bags with the homechoice set and drain extension line tubing. Per the pt's family member no product failure was indicated and the apd treatments on the homechoice were all completed without problems. The following day, the pt awoke with chills and body aches. The pt went to the ER and thick milk-like pus was drained from their catheter. The pt was diagnosed with peritonitis, admitted to the hospital and started on antibiotics. Per the family member, the effluent culture grew e. Coli and staphylococcus aureus. Per their family member, the pt's symptoms persisted and pt died 2 days later. The cause of death was listed as septic shock. An autopsy was performed and the results are pending. The pt's family member contacted baxter to request evaluation of the apd disposable products used by the pt, just prior to pt's death. The entire disposable set up was available for evaluation. Additional information received the following month from the patient's dialysis nurse: the nurse confirmed that the patient was seen in clinic in 2003 and had some excess weight. Edema was noted in their face and lower extremities, but pt had no other symptoms. Laboratory values were reported to be normal. The nurse reported the patient had recently been depressed and may have had fluid management problems as a result. The pt reported no problems with their dialysis therapy or baxter products. The pt was instructed to increase their dianeal dextrose to 4.25% two bags per night and call daily with weights. The patient did not call the clinic as instructed. 4 days later, the patient reportedly awoke with chills and body aches and went to the ER. Per the nurse, records show the patient was admitted to the hospital with chest pain and shortness of breath. The nurse did not know what treatment was administered during the hospitalization and indicated the patient's nephrologist should be contacted for this information. Per the nurse, the following day at 8:00 am, a culture of the patient's effluent was obtained and grew gram-negative bacilli and e. Coli. The patient expired the next day. Autopsy results are pending. Additional information received later from the patient's family member. Per the patient's family member, the pt was reluctant to use the 4.25% dextrose solution because pt allegedly had had a bad experience with it "a couple months ago." The family member reported that similar to the clinic visit, the pt had extra weight at that time and the nephrologist had asked pt to use one 4.25% dextrose bag and two 2.5% dextrose bags. The pt allegedly did so and developed a high fever a couple days later. The pt went to the ER and was admitted for 4-5 days. Per the patient's family member, the pt did not have peritonitis and the cause of the fever was not identified. During the clinic visit 6 days later, the dialysis nurse helped the pt carry four cartons of 4.5% dextrose solution to their car since they did not have any at home. Per the patient's family member, the pt used the 4.25% dextrose bags provided by the center (two bags per night) and called in daily weight values to the nephrologist. 2 days later, the pt had taken off excess weight and the nephrologist reduced the 4.25 dextrose to one bag per night. The following day, the pt felt good and went out with their family member for a hair cut and visiting. The next day, the patient fell ill and went to the ER. Per the patient's family member the sudden onset of the pt's illness was similar to the pt's previous hospitalization after using 4.25% dextrose solution.